Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer was experiencing hypoglycemia and customer fallen down, hit his head. Customer was admitted to hospital due to head injury and he was unconscious at the time of hospitalization. Customer¿s blood glucose was 57 mg/dl at the time of incident. The reservoir will not be returned for analysis.